Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - face [haemorrhage]; small puncture to bottom lip [lip injury]; punctured face, just below lip [face injury]; toothbrush head keeps coming off the handle, stick holding the toothbrush has punctured my face/lip - oral-b power toothbrush and brushhead [injury associated with device]; stick holding brushhead seems to have worn away [device physical property issue]; the toothbrushes fall off / brush head keeps coming off the handle [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on 17-apr-2017 that she'd had an oral-b rechargeable toothbrush, version unknown for a couple of years but even with changing the oral-b brushheads, version unknown weekly, they fell off and the stick holding the toothbrush had punctured her face and it had been bleeding. She explained that it seemed to have worn away. The case outcome was unknown. No further information was provided. On 19-apr-2017 received consumer's follow-up phone call: the consumer reported that she had punctured just under the lip. Also, the brush head kept coming off the handle, and this had been happening for a couple of months. She elaborated that even when she put a new brush head on, they just came off; she had been changing the brush heads every week. She stated that the small puncture to her lip had healed and no medical attention was sought. She reported that the toothbrush was an oral-b power rechargeable toothbrush handle pro crossaction (pro 3000) as it had 3 brushing modes, and she'd had the toothbrush for a couple of years. Product use was ongoing, and she used the product daily. The case outcome was recovered. No further information was provided.